Event description:
During in clinic follow up, oversensing due to myopotentials on the atrial channel was observed on device. The oversensing was reproduced in clinic. The device was reprogrammed to resolve. The patient was stable.